Event description:
A malfunction was reported on the pump, displaying a malf 9 code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues arose again. The caller reported a time settings issue after the reset, and further troubleshooting was noted in another case.